Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, an unconfirmed revision procedure allegedly occurred on (B)(6) 2015 due to unknown reasons. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported the patient underwent a total knee arthroplasty on an unknown date. Subsequently, an unconfirmed revision procedure allegedly occurred on (B)(6) 2015 due to unknown reasons. The tibial bearing was removed and replaced.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2015 due to unknown reasons. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown ; date implanted - unknown; initial reporter - unknown ; PMA/510(k) number ; manufacture date ¿ unknown.